Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and power management printed circuit assembly were replaced to address the issues.